Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, preservation of a native avf can be challenging dueto multiple complications that may require a multidisciplinary approach for correction of anatomic and functional abnormalities. [(B)(4)].

Event description:
Received an article titled "long term preservation of native arteriovenous dialysis fistulas" published in the annals of vascular surgery. The article illustrated the various techniques and combination of approaches used in the ling term preservation of a native avf. Per the article adverse events included stenosis, thrombosis and bleeding.